Manufacturer narrative:
This report is submitted on march 7, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 (reason for explant unknown). Further information is being sought from the clinic.

Manufacturer narrative:
Correction: the initial MDR submitted on march 08, 2022 was filed inadvertently. No explantation or serious injury has occurred. This report is submitted on april 04, 2022.